Event description:
It was reported that pump malfunction occurred after unplanned swimming, and pump screen became dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to plug pump into a known working power source, unplug and reconnect charger, and wait for startup, but pump screen still did not turn on, so technical support arranged pump replacement. Customer reverted to an alternative method of insulin therapy.